Event description:
It was reported that metal shaving was found in patient. The technician is not sure if the doctor hit the scope with shaver or if the blade flaked. The doctor continued with the same blade and completed procedure successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.